Event description:
It was reported that the patient received an alert for high pacing lead impedance on a competitor lead. Lead testing in clinic could not reproduce the high impedance. The physician will monitor the lead and the device.